Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 03/26/2024, infutronix received a report that an IV administration set had a "filter issue - leaking issue discovered during infusion". The infusion cannot resume without causing delay in treatment. No patient harmed.